Event description:
The angiojet device was set up by the tech. The machine sent error messages across the display to spike the saline. The saline was spiked clamps were in appropriate positions. The machine would count down and reset with the same error message. Manufacturer response for angiojet solent proxi, angiojet solent proxi (per site reporter): I spoke to the complaints department and they are sending me shipping material.